Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
After review of the medical records the patient was revised to address failed tha with metallosis and elevated metal ions resulting to hip pain. Operative note reported synovectomy, removal of debris and scar tissue. Lab result shows above 7ppb. Doi: (B)(6)2009. Dor: (B)(6)2020 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised to addressed pain and elevated metal ions level. The patient had left tha performed back in 2001. The patient had a trilock stem and pinnacle mom hip in. The surgeon wanted to remove the pinnacle mom components and put in a competitor product dual mobility construct. The surgeon removed the screw, metal liner and cup. He implanted the competitor construct and used our 28mm ts ceramic head. Doi: 2001. Dor: (B)(6) 2020; left hip.